Event description:
Abbott proclaim 3660 and controller implanted spinal cord stimulator. Connection between controller and device requires very close proximity and as such is out of sight. The indication that a connection is made is only visual on the controller app. The controller must be separated to see if a connection has been made. This disrupts the forming of the connection and delays any action that is desired to be taken with the device. Fortunately repeated tries over, so far, a 15-20 minute period result in success and the ability to interact with the device. Suggested solution: add haptic and audible feedback when the connection has successfully completed. (B)(6). Reference report: mw5148016.